Event description:
When the syringe was in the syringe pump, the pump mechanism was not engaged. Therefore, the medication (intralipids) was not totally infused. Pump does not have alarm to alert staff when syringe is not engaged.